Event description:
During an arthroscopic anterior stabilization the crochet hook was being used to pull a suture through the rotator cuff and as the surgeon pulled the crochet hook, the end snapped off inside the shoulder. There was a lot of fluid in the shoulder at the time and there was limited view via the camera so the foreign body was lost from view. It may have been flushed away but pt will be x-rayed to confirm. A delay of fifteen minutes resulted. No pt injury or complications took place. The surgeon has told the pt that the tip of the crochet hook will not be removed but is not overly concerned as he thinks it was washed out during irrigation and he thinks the piece is so small it will not show up under x-ray.